Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted after meeting pass criteria. After deployment, an effusion sweep was performed and no effusion was noted. However, a couple of minutes later a small effusion was noted around the heart. The patient was provided protamine to reverse heparin. The patient's vital signs and hemodynamics remained stable. The patient was monitored for an hour in the lab and the effusion remained the same. The tee probe was removed, however, the patient remained intubated. The crna began to titrate down on some IV drips and it was at this time that the patient's blood pressure dropped slightly. A tte was then performed and the implanter decided to insert a pericardial drain to alleviate the fluid from around the heart. 250ml of blood was retrieved at first and after about 30 minutes of drawing back, a total of 550-600 ml of blood was obtained from around the pericardial space. The patient's hemodynamics remained stable and the pericardial drain remained in place. The patient was transferred to the floor for further monitoring and was reported to be doing well.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted after meeting pass criteria. After deployment, an effusion sweep was performed and no effusion was noted. However, a couple of minutes later a small effusion was noted around the heart. The patient was provided protamine to reverse heparin. The patient's vital signs and hemodynamics remained stable. The patient was monitored for an hour in the lab and the effusion remained the same. The tee probe was removed, however, the patient remained intubated. The crna began to titrate down on some IV drips and it was at this time that the patient's blood pressure dropped slightly. A tte was then performed and the implanter decided to insert a pericardial drain to alleviate the fluid from around the heart. 250ml of blood was retrieved at first and after about 30 minutes of drawing back, a total of 550-600 ml of blood was obtained from around the pericardial space. The patient's hemodynamics remained stable and the pericardial drain remained in place. The patient was transferred to the floor for further monitoring and was reported to be doing well.

Manufacturer narrative:
D4: lot number - corrected.